Event description:
An update was received from the customer on (B)(6) 2020 stating that the bag that was sent to the floor and caused a spill in the patient's room was a d5w 250ml.

Manufacturer narrative:
Additional information found in b5. H10: no product samples, videos, or photographs were returned for investigation. The DHR for lot 4346557 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The customer indicated that the device is not available for testing.

Event description:
The event involved a chemolock¿ bag spike and the customer stated that the IV set came out of the IV bag when the user went to remove it from the biohazard bag, resulting in a spill of an unspecified chemo drug. The spill occurred in the patient¿s room, there was patient involvement and a delay in therapy, however, there was no one harmed as a result of the event.